Event description:
It was reported the patient presented prior to procedure. During interrogation, it was determined the atrial leadless pacemaker (lp) exhibited high capture threshold. The lp was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
Additional information received notes that the patient's atrial leadless pacemaker would occasionally not capture, and the output had to be increased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of intermittent capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the outer and inner helix to be within specification. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.